Manufacturer narrative:
The graphical user interface (gui) central processing unit (cpu) was replaced. The part is expected to be returned for investigation. Upon receipt of the part and final investigation, a supplemental report will be submitted. Covidien reference: (B)(4).

Event description:
A report was received from (B)(6) indicating that during use on a patient, the screen got stuck. A nurse rebooted the device and the monitor didn't show any picture. The lot couldn't be downloaded and the device was replaced. There was no pt harm reported.